Event description:
X-ray equipment stopped working during procedure and patient had to be moved to another lab where the case was completed without incident.siemens was called and a technician responded to check the equipment.siemens was unable to reproduce the problem. The error logs did not give any indication as to a problem occurring. The system is working fine as of now. Once it was re-booted, there were no further occurrences.